Event description:
It was reported the end user purchased a concentrator from a medical supply company which had been previously-owned. A few months later, the end user presented to the medical supply company complaining of black spots, resembling mold, on the filter within the concentrator. In addition, the end user alleged she had recently been hospitalized due to an unspecified respiratory issue. The end user indicated she believed her illness and subsequent hospitalization was the result of the unclean filter.

Manufacturer narrative:
.